Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during a follow up an increase in this right ventricular (rv) lead pacing thresholds was seen. The sensing and pacing impedances were stable and within normal range. The shock impedance trend showed random measurements with values which were low and out of range. The doctor performed provocation maneuvers with no noise seen. The health care professional (hcp) suggested performing an x-ray. The automatic threshold was deactivated and the fix output was set with normal pacing thresholds seen. The patient was scheduled for a follow up in two months to reevaluate the lead.